Event description:
On (B)(6) 2026, a peritoneal dialysis registered nurse [(pd)rn] reported to (B)(6) customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with fluid overload. There was no specific allegation that this event was related to a deficiency or malfunction of any (B)(6) device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that on (B)(6) 2026, the patient was hospitalized for fluid overload. The source and nature of the patient¿s fluid overload was unknown. During this admission, the patient¿s pd catheter (not a (B)(6) product) was removed. The patient was transitioned to hemodialysis (hd) for renal replacement therapy, presumably on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient recovered from this event, and she was discharged on (B)(6) 2026. It was reported that the patient¿s fluid overload and the associated hospitalization were not the result of a deficiency or malfunction of any (B)(6) product(s) or device(s). It is unknown whether the patient will return to pd therapy following this event. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).